Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had delivered the wrong dosage of insulin that led to her experiencing low blood glucose. Emergency medical services were called as customer was unconscious for two hours. Customer's daughter stated the device wasn't working. Customer's doctor also stated the insulin pump wasn't working and has been having issues with if for several months. Customer went into coma on (B)(6). The device had delivered too much insulin. The device was supposed to deliver 0.5 units and it delivered 5.0 units, it occurred twice. Customer also stated she was on vacation and she had to call her doctor due to low blood glucose of 33 mg/dl. Customer's daughter called paramedics as they came out and was treated but wasn't taken to the hospital. Customer was given squeeze sugar water, peanut butter sandwich, and milk. Customer requested the device to be replaced due to doctor's suggestion. Customer is returning the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Additional information has been received, which was not included with the initial medwatch report. The information has been provided with this report.the insulin pump passed delivery volume accuracy test.